Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description: customer reports no updated drug library on their 8015 sn: (B)(4). Case resolution: it was determined the wrong network configuration was on the 8015. After remoting in, it was found the customer did not have their network configuration loaded into systems maintenance. Next we took an 8015 that had the configuration, and exported the configuration. Next we imported the config into systems maintenance, and transferred to the 8015. After verifying link quality and signal strength, we observed the 8015 receiving the updated drug library. After transferred, we cycled power and pressed yes for new patient to activate drug library. Ended call. Ref: (B)(4).